Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 22 charge processes had been documented. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The current uptake of the electronic module was checked, and excessive current uptake was detected. The ICD was then opened in a next step, and the components of the electronic module were inspected. A damaged integrated circuit was identified in the process, which caused the increased power consumption and, in consequence, the clinical observation. In addition, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the ICD, in particular, was unremarkable. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged integrated circuit of the electronic module. Nevertheless, the device was fully capable to deliver therapy during the implantation time of the ICD. The review of the production history showed that the device functioned properly at the time of shipment.

Event description:
Our MDR - after an implantation time of about 47 months, premature battery depletion was reported. No deterioration of the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.